Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by netherlands that during service and evaluation, it was determined that the locking components of the motor device were damaged. It was further determined that the device had a component damage. It was determined that the device had a defective hose which prevented the cooling from working properly, causing the motor and controller to malfunction. It was observed that the cutter lock mechanism was worn. It was further determined that the device failed pretest for air pump assessment, safety assessment, cable assessment and visual assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.